Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to temporarily suspend insulin delivery because blood glucose level was low (77 mg/dl). During troubleshooting with tandem technical support, the temporary rate feature was discussed and customer was satisfied.